Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that for about the past month they have been receiving a message on their controller that their controller battery needs to be replaced while attempting to charge their implantable neurostimulator (ins). Caller stated that they attempted to charge their ins and they were unable to get the controller to turn on. Caller stated another time, the controller displayed two screens at the same time. Caller reset the controller and the issue was resolved. Caller also asked if there is a smaller size recharger because it is too big for them. Caller mentioned they lost a lot of weight and now the recharger paddle is too big. Patient services specialist (pss) reviewed information. Caller stated they altered the belt so that's not a problem. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the device, model # 97745, s/n (B)(6), revealed damaged front case. Screw holes stripped causing case separation. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.